Manufacturer narrative:
Exact date unknown, event occurred in approximately couple months ago from date manufacturer was made aware.

Event description:
It was reported that patient charge the ipg more frequently. It was noted also that patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.